Event description:
Reference number (B)(4). Event occurred in bosnia and herzegovina. It was reported that patient faced an infusion set cannula crooked event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bosnia and herzegovina.